Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.